Event description:
The pt was implanted with a left ventricular assist device (lvad). The hospital's biomed reported that the pt experienced red heart alarms and noticed sparks and smoke emanating from the percutaneous lead metal connector. It was reported that the percutaneous lead was splinted and as a precaution, the system controller in use at the time of the event was exchanged. The MFR's technical services team member evaluated the percutaneous lead and found that the percutaneous lead bend relief had become separated at the metal connector. A filed repair of the compromised section was successfully performed. The pt has been provided a non-grounded pt cable and remains ongoing on lvad support with no further issues reported.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.